Event description:
A malfunction alarm with code malf 24 was reported, and it was noted that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a backup insulin pump to ensure insulin delivery was not interrupted. Customer technical support (cts) replaced the malfunctioning pump, confirmed the shipping address, and instructed the customer on how to return the faulty pump via ups within 10 days. The customer was also guided on the necessary steps upon receiving the replacement pump, and they acknowledged these instructions.